Manufacturer narrative:
Pump received with button error alarm due to corroded keypad traces. Also received with cracked case at the display window corner and missing end cap sticker.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The insulin pump was exposed to moisture. The blood glucose at the time of the incident was 174 mg/dl. Troubleshooting was not performed. The device was returned for analysis.